Event description:
The user indicates us that the patient has been implanted with the adjustable valve at medium pressure. The patient felt uncomfortable and went to hospital for check. After several adjustments and checking of the pressure of the valve by CT scan, the symptom in over drainage is always present. The user decided to explant the valve.

Manufacturer narrative:
The polaris valve was returned with a pressure on position 8, clean and not damages. The reservoir was clean but cut on the dome, close to the inlet connector. The reservoir was shown to be no more impermeable. The valve was tested with or without reservoir. For the pressure test, the valve alone was compliant to its specifications, but when the valve is attached with reservoir, the valve was not compliant. The quality controls performed before the packaging, sterilization and shipment of the valves and reservoirs (especially the impermeability control) showed no anomalies. In conclusion, the damage of the reservoir dome was responsible of a decrease of the shunt resistance, the root cause is problably due abnormal use of cutting instruments or needles by user.

Event description:
The user indicates us that the patient has been implanted with the adjustable valve at medium pressure. The patient felt uncomfortable and went to hospital for check. After several adjustments and checking of the pressure of the valve by CT scan, the symptom in over drainage is always present. The user decided to explant the valve.

Event description:
The user indicates us that the patient has been implanted with the adjustable valve at medium pressure. The patient felt uncomfortable and went to hospital for check. After several adjustments and checking of the pressure of the valve by CT scan, the symptom in over drainage is always present. The user decided to explant the valve.

Manufacturer narrative:
The device was returned to our manufacturing facility for analysis following our quality control procedure. Visual examination: no particles or deposits were found inside the valve and no marks was apparent on the body.the kit of the valve is clean. Functional controls: the ability of the valve to perform was tested. In the state of return, the valve is possible to flush with air. It confirms that there is no obstruction. The ability to turn the rotor was tested upon return and after cleaning. The rotation is possible both before and after cleaning. The valve is compliant. All operating pressures of the valve have been measured. The operating pressures are compliant with the specification except for the high position: the pressures are lower than the pressures measured in production. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. In conclusion, the returned device does not meet its specifications because there is a cut inside the resevoir and the high pressure value is not compliant the issue faced by the user could not be reproduced under laboratory conditions, the root cause could not be determined.